Manufacturer narrative:
The reported event was confirmed as cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted a tear found between the inflation and drainage arm measuring 0.2190". This is out of specification per inspection which states, "inspect for missing or incomplete funnel fill, poor gluing, damage or scratches." A potential root cause for this failure could be user applies excessive tension. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." The actual/suspected device was inspected.

Event description:
It was reported that water leaked from the joint area of the tube of the foley catheter during pretest. Hence, the catheter was not used. No balloon rupture or tear was found. Per photo sample received on 30dec2021, there was a tear near the joint area in the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the joint area of the tube of the foley catheter during pretest. Hence, the catheter was not used. No balloon rupture or tear was found.